Manufacturer narrative:
Device passed displacement test. No pump error 33 noted during testing or in history file, however device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace and pin trace on keypad assembly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple errors. The customer's blood glucose value was 166 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump error was reoccurred after troubleshooting. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.